Event description:
On (B)(6) 2018, the subject had a follow-up CT that revealed an increased right hemispheric subdural hematoma with associated 8 mm leftward midline shift and subfalcine herniation. Since scan on (B)(6) 2018, no hydrocephalus. The patient had been admitted on (B)(6) 2018 for fevers and generalized fatigue and was found to have a subdural hematoma. The subject also had an inr of 1.48 with an inr goal of 1.5 - 2.0. The patient reported unsteady gait, shortness of breath, and the patients family member claimed that the patient has had some confusion and memory issues. The hematoma appeared to be chronic blood likely slowly developing since previous CT. The patient was given 1-unit of prbcs per cardiology for hgb of 7.4. Vitamin k IV 5 mg was administered, neuro checks every 8 hours, and neurosurgery was consulted on (B)(6) 2018. Vitamin k 10 mg and ffp given (B)(6) 2018. Coumadin 4 mg and asa were placed on hold. Neurosurgery consult recommended right craniotomy subdural evacuation due to radiologic expansion and to expedite return to anticoagulants due to the lvad. Neurology evaluation reported that patient was awake, alert, and in no acute distress. Cranial nerves ii - xii intact bilaterally, except for left hemianopia, absent pronator drift and sensory perception is intact to light touch. Neurosurgery procedure on (B)(6) 2018: evacuate hematoma, right side craniotomy with the placement of rubdural and subgaleal drains x 2, and no complications. The patient had a seizure while being extubated. Keppra thousand milligrams x 1 administered immediately post-operation. An eeg was performed on (B)(6) 2018 which was consistent with diffuse encephalopathy with maximum dysfunction on the right, but no epileptiform discharges or electrographic seizures were seen. Keppra 500 mg daily and egg monitoring continued postop. IV fluids and albumin given for low pi on (B)(6) 2018. Keppra 500 mg continued for 3 months until outpatient follow up with neurology. Neurosurgery indicated to hold all anticoagulants for 2 weeks. Subject was discharged on (B)(6) 2018. Meds on hold: isosorbide, warfarin and asa.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the patient's subdural hematoma cannot be conclusively determined. The patientremains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system instruction for use lists bleeding and stroke as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a CT performed during an outpatient clinic appointment on (B)(6) 2018 identified an increased right hemispheric subdural hematoma with associated 8 mm leftward midline shift. During appointment,the patient was noted to have shortness of breath and the patient's son stated that the patient had confusion and memory issues for the past few days prior. The patient was admitted to the hospital with plan for a subdural evacuation. The patient was transfused with 1 unit of packed red blood cells (prbcs) on (B)(6) 2018 and another unit on (B)(6) 2018. No additional information was provided.